Manufacturer narrative:
(B)(4). Batch # m5432f. Expiration date: 05/12/2020. Manufacture date: 06/12/2015. The analysis results showed that the cs40g device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4 date sent: 2/18/2016. Information was not provided by the initial contact. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: on which firing did this occur? At stapling at the bottom of rectum when firing the device, did it staple? Yes if yes, was the staple line complete? No if the device stapled, was the shape of the staples (b-formation, irregular, unformed)? Don¿t know when firing the device, did it cut? Yes. If yes, was the cut line complete? Yes. If the device malfunctioned in any way, please describe. Was the post-op care changed for the patient? Post op pelvic abscess. What were the indications for surgery? Rectum cancer. Was the transection completed in one or multiple firings? It was not completed, surgeon cut lower. Were there any issues with staple formation? Don¿t know. Was a leak test performed intra-operatively? No. How long after the initial procedure was the pelvic abscess identified? One week. What is the potential cause of the pelvic abscess? Post op contamination. How was the pelvic abscess treated? Drain by natural way and antibiotics. What is the current patient status? Good .

Event description:
It was reported that during a rectum procedure, the stapling of the pelvic floor led to a tear of the rectum below the staple line. The rectum has been closed thanks to manual stitches. There were no adverse consequences for the patient.